Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump was received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 400 mg/dl. The customer's mother stated that her daughter's mom alarmed button error and the buttons are not working properly. The mother stated that the pump alarmed button error after swimming in the pool. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.